Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Unable to confirm the serial number.

Event description:
The customer reported that the oxygen was not showing. There was no patient involvement.